Event description:
It was reported that a malfunction alarm, identified as malf 0, occurred, leading to the customer's blood glucose level displaying as "high," though the specific value was unknown. The customer, therefore, required assistance from a healthcare professional (hcp) who provided insulin pens, and corrective action involved administering a correction injection via manual daily injections (mdi). There was no injury reported, nor were ketone levels tested. Tandem's technical support (cts) determined the malfunction code was not resettable and planned to replace the pump, which was still under warranty. A replacement pump, featuring updated software, was being sent to the customer. The customer understood and acknowledged all instructions provided by cts, including those related to returning the problematic pump and preparing the replacement pump for use.